Event description:
On (B)(6) 2024 a patient received 0.4 cc of revanesse lips + into her lips. Prior to the treatment the patient received "IV vitamins" and had "a topical numbing ointment from empower pharmacy " applied to their lips, prior to injection. There were no documented concerns or adverse events at the time of injection. Three days later the patient noticed a "small oval shaped formation on the left upper lip" and was instructed to gently massage the area. There was no erythema, inflammation or nodules. The photos provided all clearly shown an area of superficial product deposition on the left upper lip. Eventually on (B)(6) 2024 the superficially injected product was dissolved with hyaluronidase.